Event description:
A customer contacted baxter technical service center regarding a system error 2240 (air in line) alarm during drain 1 while using the home choice (hc) system. The home pt (hp) had disconnected during the dwell cycle, the hc went into drain 1 and the hp reconnected. The technical service rep (tsr) explained the air alarm and the need to start over. The hcp would notify the nurse in the morning. In 2008, the nurse was contacted and stated that the hp developed peritonitis and was hospitalized. The hp was hospitalized from ten days earlier and was discharged on six days prior to original date. Although a peritonitis dialysis effluent was analyzed, the nurse did not have info on the results as this was done in the hospital. The hp received vancomycin 1 gram intraperitoneal every five days in that month. The hp did not have an exit site/tunnel infection. Since the incident, the hp has been retrained on proper procedure.